Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the ¿thing¿ did not work. No patient symptoms were reported and there were no complications. Indications for use are post lumbar laminectomy syndrome and non-malignant pain.